Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was removed percutaneously after an unsuccessful attempt. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months later, another pulmonary embolism with acute cor pulmonale was reported. After two weeks, filter removal procedure was performed. A 21-gauge needle was used to puncture the right internal jugular vein from a transverse approach in the mid neck under ultrasound guidance with an ultrasound image stored. A 0.018-inch wire was advanced through this into the central veins and the needle exchanged over the wire for a 5 french transitional coaxial dilator. The wire was exchanged through the dilator for a 0.035-inch bentson wire, which was then advanced into the inferior vena cava and carefully manipulated past the inferior vena cava filter into the pelvic inferior vena cava. A 10fr 40cm sidearm vascular sheath was advanced proximal to the inferior vena cava filter over the wire. The inner dilator of the sheath was removed, and a 5 french omni flush catheter was carefully advanced through the sheath over the wire into the pelvic inferior vena cava inferior to the filter. Inferior venacavogram was then performed with co2 through the omni flush catheter in frontal and lateral projections, which demonstrated a widely patent inferior vena cava with no evidence of thrombus within the inferior vena cava. A bard denali inferior vena cava filter was noted in the inferior vena cava, appropriately positioned upright in an infrarenal position. The omni flush catheter was exchanged over the bentson wire for a gooseneck snare delivery sheath. The tip of the snare delivery sheath was positioned just above the superior hook of the filter, and then a 20 mm gooseneck snare was then advanced through the sheath to the level of the hook of the filter. The snare was then placed around the superior hook of the filter, and then cinched down. Capture of the filter hook by the snare was confirmed in multiple oblique projections. The filter was then carefully retrieved from the infrarenal inferior vena cava by advanced the outer sheath down over the filter while holding tension on the filter with the snare. Once removed from the patient, the filter was carefully visually inspected and confirmed to have been removed intact and in its entirety. An image of the abdomen in the region of the previously placed filter was also inspected for any retained fragments of the device. The sheath was then advanced over the bentson wire into the pelvic inferior vena cava below the level of where the filter had been, and contrast venacavogram was performed demonstrated no evidence of extravasation of contrast after removal of the filter. Successful retrieval of bard denali inferior vena cava filter from the infrarenal portion of a widely patent, right-sided inferior vena cava. Therefore, the investigation is inconclusive for alleged retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/2020), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device was removed percutaneously after an unsuccessful attempt. The current status of the patient is unknown.